Event description:
A user facility patient care technician (pct) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon initiation of treatment, blood was observed leaking from the arterial segment of the combi set, just before the ¿screw¿ [sic] on the tubing where it connects to the needle. At the time of follow-up, the pct reported that the screw had completely come off and was no longer connected to the combi set. The patient was dialyzing on a fresenius 2008t hd machine and utilizing an optiflux dialyzer. There were no machine alarms that occurred in conjunction with the leak. Nothing unusual was noted during the priming, and there were no changes or disruptions in pressure. Only some of the patient¿s blood was returned; estimated blood loss (ebl) was reportedly 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. A photo of the combi set was provided for review and the sample was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A physical device evaluation could not be performed. However, a photograph of the combi set was provided by the customer. Evidence of a separation was apparent in the provided photograph. The photo clearly shows that the main line on the patient connector separated from the arterial line. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon initiation of treatment, blood was observed leaking from the arterial segment of the combi set, just before the ¿screw¿ [sic] on the tubing where it connects to the needle. At the time of follow-up, the pct reported that the screw had completely come off and was no longer connected to the combi set. The patient was dialyzing on a fresenius 2008t hd machine and utilizing an optiflux dialyzer. There were no machine alarms that occurred in conjunction with the leak. Nothing unusual was noted during the priming, and there were no changes or disruptions in pressure. Only some of the patient¿s blood was returned; estimated blood loss (ebl) was reportedly 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. A photo of the combi set was provided for review and the sample was reportedly available to be returned for manufacturer evaluation.